Manufacturer narrative:
The device was returned for evaluation. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: the probable cause of the issue was noted to be due to degradation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer did not report a malfunction. During inspection of duodenovideoscope, peeled adhesive around the light guide lens was found. It was also noted that there was corrosion on the forceps wire and forceps elevator. There was no patient involvement.